Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted. The articulation lever was in neutral position. Functional testing found that the instrument was successfully loaded with a single use loading unit (sulu). The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that the purple staple always fired a small part, and then it could not be fired. It was normal to fire the first two reload, but when fired the third one, there was an abnormal sound after fired 1/3 of the handle, and then the handle could not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. 3. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic segmentectomy, on dorsal segment resection, the purple staple always fired a small part, and then it could not be fired. It was normal to fire the first two reload, but when fired the third one, there was an abnormal sound after fired 1/3 of the handle, and then the handle could not fire. Changed the reload, and it also could be fired a small part, but the rest could not be fired. Changed to another reload, and the handle became an empty handle state, that was, after pressing the green safety button, when pulled the grip to fire, the grip was loose, and the handle and the staple did not respond. Then changed into a second handle, with the previous staple, and it could not be fired forward after fired once. The customer took out the staple and reinstalled it, and the second handle became an empty fire state again. The staples that could be fired hang on the lung tissue, but could not form a complete b-shaped, and had a door-shaped shape. The green staple was opened, the green staple was fi red, but the staple was not sutured on the cutting edge. All fell apart and the cutting surface was cracked. Suture was used to suture it afterwards. There was tissue damage and the surgical time was extended for more than 30 minutes as a result.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p4b0929s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.